Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-03047. The pt had 2 scs leads with the same lot number. It was reported the pt's scs system was explanted and replaced due to loss of stimulation and invalid impedance values for the scs lead (diagnostics confirmed). The issues resolved with the surgical intervention. It was also reported the physician decided to explant/replace the scs ipg to rule out the device as a source of malfunction and the age of the device.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.